Manufacturer narrative:
It was reported; "fuzz from the drape kept entering into the patient's operative site." Email received by k. M., facility representative, surgery center of (B)(6), whom provided additional information in regards to this incident. Reporter states incident occurred because of "continuous rubbing across the drape caused fuzz to build up during liposuction." Reporter states, fuzz was removed with forceps from the operative site. No report of patient injury or extended surgical time. Reporter states, patient is currently doing "fine." No sample is available for return and evaluation. Without a sample received, it is difficult to determine a true root cause for the reported issue. The division qa reports, "the lot number in the complaint does not match any of our vendor formats. It can either be a typo or if it the correct lot number it could be that this is not our product, without the picture it is difficult to confirm one way or the other." Due to the reported incident, medical intervention and in an abundance of caution, a medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported; "fuzz from the drape kept entering into the patient's operative site."